Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (non-functional response buttons) was investigated. Data received from the distributor as well as a review of download flag data at the time of the call, suggests that the response buttons were intermittently functional. At the time the monitor was received at zoll manufacturing corporation, the response buttons were functional. The front response button did show signs of damage (the cover was missing). The root cause of the damge was excessive force during use in the field. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were unable to activate the device.